Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the pump displayed a replace battery alert and a low battery alert, and the device continued to request a new battery to be inserted. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed, and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1780kpk was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. No low battery alarm noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on battery cycle 37.0 received the lowbatteryalert (104) on 08/09/2025 17:27:00 faster than expected at 0.38 days. Battery cycle 27.0 received the lowbatteryalert (104) on 08/09/2025 00:07:00 faster than expected at 0.04 days. Battery cycle 25.0 received the lowbatteryalert (104) on 08/06/2025 06:27:00 faster than expected at 3.03 days. Customer experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The p-cap/reservoir does lock properly. The following were noted during visual inspection: missing display window/cover, pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. Power problem-battery loss confirmed. Power problem-charge/battery lasts less than expected confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.